Event description:
Device has been explanted and discarded after surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.2, d.7., h.6. Device analysis: although the lot number of the device is unable to be confirmed as a legible photo of the device patch was not provided, visual analysis of the photographs was performed and identified red and white biological tissue, and an opening extended.

Event description:
Patient reported right side rupture, MRI results which indicated right side "oval nodule", "lobulated contours", and "linguine subcapsular line signal, compatible with collapsed intracapsular rupture". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., g.3.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture, MRI results which indicated right side "oval nodule", "lobulated contours", and "linguine subcapsular line signal, compatible with collapsed intracapsular rupture". The device remains implanted.